Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient log file submitted for review captured low speed advisory alarms on (B)(6) 2021 at 8:06pm and (B)(6) 2021 at 1:38pm. There was a slight increase in power which occurred at this time as well. The data showed nine low speed advisories. Speed drops were as low as 4170 rpm. X-rays submitted were unremarkable. On (B)(6) 2021, the patient underwent a controller exchange and no issues reported; however, patient had been on battery power since change to avoid any potential issue with grounded cable. Additional log files submitted on 13aug2021, showed possible issue with driveline wires; however, patient had not had any alarms. The log file contained data from a newly programmed controller. The log file captured routine events, there were no notable alarm conditions or parameter changes. On (B)(6) 2021, the patient experienced dropped low speed. Log file submitted confirmed additional pump speed drops below the low speed limit on (B)(6) 2021. The patient underwent a driveline repair on (B)(6) 2021, and no issues post the driveline repair. The full external length of driveline was replaced so another repair is not possible. The removed section of driveline was returned for evaluation. The patient remained asymptomatic since (B)(6) 2021. No additional information provided. Related manufacturer report number: MFR # 2916596-2021-04753.

Manufacturer narrative:
Manufacturer's investigation conclusion: the customer reported that the patient¿s heartmate ii system controller was exchanged as part of a driveline issue (reference MFR#: 2916596-2021-04753). Technical service reviewed multiple log files and replied to the customer. A driveline repair was performed. The log files contained the controller exchange and driveline repair events. There were no controller related issues in the log files. Multiple requests for the return of the exchanged controller were sent to the customer. The customer did not reply; the controller was not returned for evaluation. The system controller (sn: (B)(6) was made per multiple shop orders. The manufacturing date on the unit¿s package label was nov 15, 2019; the use by date on the package label was nov 14, 2022. The system controller was shipped to the customer on apr 19, 2020. System controller warnings, alarms and the actions to be taken as a result of the alarms are described in the heartmate ii lvas patient handbooks. Replacing the system controller with a backup controller is explained in the heartmate ii lvas patient handbook. The patient handbook cautions that there should be a trained, competent caregiver to assist with the system controller exchange present if at all possible and to follow all alarm instructions, including calling the hospital if instructed. The heartmate ii lvas patient handbooks instruct users to use precautions handling the driveline and power lead cables. Specifically, the cables should not be twisted, kinked and severely bent so as to damage the internal wires. Also, precautions should be taken not to damage the external outer jackets of the cables (cuts, marring and crushing). No further information was provided. The manufacturer is closing the file on this event.